Manufacturer narrative:
Results of investigation: vyiare medical examined the log files for evaluation. Provided information shows that customer was using a non bellavista circuit (dual hose type) which could cause inaccuracy in rate. No further complaints received after vyaire technical support advised to test the unit with a dual limb circuit. No failure detected. Unit functioned as designed. Rate variations was due to external accessory. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, photo images were provided and it is very likely that with dual hoses a higher frequency will be recorded by the device and accordingly displayed on the screen. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the blue inspiration part of the ventilation tube hits the outer expiration tube at a frequency of around 60. Knocking noise and machine shows 60 frequency although patient on monitor only has 25-30 breathing frequency. No patient harm was reported.